Manufacturer narrative:
Product analysis: the product has been returned. Analysis is pending completion. A supplemental report will be submitted upon conclusion of the investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after using both sides of the sizing device for this bioprosthetic valve, a 23mm aortic valve was selected. During the procedure a 21mm valve was implanted instead. It was reported both replica and barrel ends of the sizer were used appropriately for valve sizing, however the shape of annulus was so irregular that it was difficult to measure the exact valve size. There was no report of any issues with the 23mm valve itself. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was discolored showing evidence of blood contact. All leaflets were flexible and intact. All leaflets were in the closed position with a gap at the point of coaptation. All commissures were intact. The valve was measured and confirmed the valve size aligns with the requirements for a 23mm valve. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No issue was confirmed through the returned valve evaluation. A conclusive cause of the sizing issue could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.